Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by the end user's daughter who stated the plastic c clips with a tab on the outside center punctured her mother's leg. The puncture wound turned into an ulcer that required the end user to go to a wound center for care and was prescribed an ointment. The bath bench was discarded by the end user's daughter. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.